Event description:
It was reported the patient was unable to adjust their stimulation because the upper limit was reached. It was further reported the patient was previously at 8 volts, but was no longer able to go above 3 volts. It was stated the patient¿s device never really worked for him like he thought it would and that it didn¿t work as much since implant. It was reported the patient was in a lot of pain at the time of report. It was noted the patient would undergo programming adjustments once a month. It was further noted the patient had a pump installed on the morning of report to help cover more pain that his stimulator was not covering. Additional information reported a manufacturer representative was to meet with the patient on (B)(6) 2014 to increase the patient¿s voltage limits. The patient was redirected to his healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
Additional information received reported that the problem was solved. It was noted that the manufacturer representative reprogrammed the implantable neurostimulator (ins) and the patient was happy.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).